Event description:
A 52-year-old patient presented with severe multiple mvd / cad and severely depressed left ventricular function. An ECMO and an impella 5.5 heart pump have been inserted to support the patient until a heart transplant or a durable lvad. The impella heart pump stopped and couldn¿t be restarted. A new impella 5.5 pump has successfully been delivered. No harm has been inflicted to the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Updated sections b5, d9, g2, g3, g6, h2, h3 & h6: (h3) the investigation into the reported pump stop and purge side arm leak has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found the lt log shows the purge pressure drop to 0mmhg on october 9th around 2:30am. The purge pressure then increases to 1100mmhg around 11:00am. Around this time the motor current increases until a pump stop occurred at 21:23 on 10/9. However, only the purge sidearm was returned. Upon inspection of the sidearm, damage to the yellow luer was observed. The cause of the purge leak was sidearm yellow luer damage. Following the sidearm yellow luer damage during the time in which the purge flow was close to zero, the purge fluid was unable to protect the motor allowing for blood ingress to occur. A pump stop then occurred. The cause of the pump stop was most likely blood ingress. The cause of the blood ingress was the broken yellow luer. This report is being filed as part of a retrospective review of historical records

Event description:
In addition to the initial report of pump stop, it should be noted that the device's purge side arm was found leaking from the yellow luer connection.